Manufacturer narrative:
The customer reported problem was unconfirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced 4 year old battery. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from 10/20/2016 to 8/21/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was unconfirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced 4 year old battery. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/20/2016 to 8/21/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device experienced guardrails error and lost data set.